Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-04305, 0001822565-2018-04306. (B)(4). Concomitant medical products. Articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height. Item# 00596204010 lot# 63615052. Tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using item# 00-5980-047-01 lot# 63392593. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent and initial arthroplasty. Subsequently, the patient was revised due to infection. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.